Manufacturer narrative:
Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a embold soft coil system. Visual examination: inspection of the device revealed a severely stretched and separated partial coil in multiple sections. The introducer sheath and wedge lock were not received. Perforations were intact. Microscopic examination: inspection of the device revealed a severely stretched and separated partial coil in multiple sections with both the proximal and distal couplers bent.

Event description:
It was reported that the coil broke, and a portion remained in the vessel. An embold soft 8x60 was selected for a procedure. During the retraction of the coil, however, resistance was felt, and the coil stretched and broke. A portion of the coil was removed, while the broken portion was left in the target vessel. There were no patient complications reported.

Event description:
It was reported that the coil broke, and a portion remained in the vessel. An embold soft 8x60 was selected for a procedure. During the retraction of the coil, however, resistance was felt, and the coil stretched and broke. A portion of the coil was removed, while the broken portion was left in the target vessel. There were no patient complications reported.